Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used.

Event description:
The customer reported via phone call indicating that he sensor erros and sensor anomaly on the insulin pump. Customer's blood glucsoe was 104 mg/dl. The customer stated that he recieved 2 more sensor error while on the call. After troubleshooting was done, the customer was advised that the sensor came out curve. Customer was advised that we would replaced sensor and agreed to return the product for analysis.